Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient¿s father reported that the patient experienced inaccurate cgm values 1 day after the sensor was inserted in the abdomen. The cgm reading on (B)(6) 2024 in the evening was 95 to 110 mg/dl so they did not wake the patient up. The following morning on (B)(6) 2024, the patient was feeling terrible, had sunken eyes, and experienced ketones (black on the testing stipe). The patient started vomiting and they took a bg reading which was 550 mg/dl. The patient's mother decided to take the patient to the hospital that morning and when they got to the hospital, there they took another bg reading which was 400 mg/dl and there was no cgm reading because before they went to the hospital they removed the sensor. At the emergency room the patient was treated with 2 IV fluids and a manual shot of 2 to 3 units of insulin. After a couple of hours in the hospital the patient was discharged around the evening on (B)(6) 2024. At the time of the report, the patient was "feeling a lot better.¿ data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.